Event description:
There was no report of injury during use of this shaver handpiece. The customer requested the handpiece be repaired as the motor is not working.

Manufacturer narrative:
Investigation results: the shaver handpiece was returned for eval. During testing of the unit, it was found to have a potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. No injuries are associated with this failure.